Event description:
Patient reported that her implantable neurostimulator (ins) was revised on (B)(6) 2016 due to ¿ abnormal battery depletion.¿ it was indicated that her ins battery lasted 1.5 years and it should have last 3 years. A week later, healthcare provider reported that the patient had requirement for high current and the device was disposed of after replacement. A follow up visit on (B)(6) 2016 with hcp noted that there was no concerned with the stimulator. Her parkinson disease (pd) was complicated by serve dysarthria and gait impairment with falls. Patient reported her pd was better since the last visit when she was tapered off the ropinirole but her speech was worse. She was tapered off the ropinirole because she missed a dose, she noticed she felt better. She continued to take 1.5 tabs of sinemet tid at 8am, 12 pm and 4pm and did not notice when the medication was working or not working, even if she was late with med. She has rare dyskinesias. She has been falling two times per months, usually in the setting of not using a walker in the house and tripping on things. She also notes coughing with both liquids and solids. The patient experienced following symptoms during an examination performed with stim on/ off medication: intellectual impairment: mild consistent forgetfulness with partial recollection of events and no other difficulties. Depression: periods of sadness or guilt greater than normal, never sustained for days or weeks. Motivation/initiative: loss of initiative or disinterest in elective (non-routine) activities. Speech: severely affected salivation: moderately excessive saliva, may have minimal drooling swallowing: occasional choking. Handwriting: severely affected- not all words are legible. Falling: occasionally falls, less than once per day. Walking: severe disturbance of walking, requiring assistance hcp also reported that the battery was running low and was due for battery replacement. They discussed putting in a rechargeable system and patient interested in pursuing that option. It was reported that after taking her medication during this visit, her gait also improved some and so hcp suggested included each dose of carbidopa/levodopa to two tabs to see if her gait indirectly improves with more levodopa. The indications for use for this patient were parkinson¿s dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.